Event description:
Vns patient had difficulty breathing and swallowing post-implant. It was initially believed that the patient's symptoms were due to intubation and anesthesia during implant surgery and that they would get better over time. The patient continued to complain of difficulty breathing and swallowing, so spouse took them to the hospital emergency room at which time the on-call ent indicated that the patient had a sluggish vocal cord, perhaps related to the anesthesia during implant surgery. The patient was prescribed a steroid dose pack. The patient was reportedly doing fine while on the medication, but the symptoms returned upon completion of the steroid dose pack. Ent later reported that the patient had acid reflux which is causing their swallowing problem and difficulty breathing. Further follow-up revealed that the patient is doing well but still has a little difficulty with their throat. The patient was reportedly told that this was either due to anesthesia or surgery. The patient reports that they still has a little soreness in their chest but that the surgeon indicted that the surgeon indicated that this was to be expected.